Manufacturer narrative:
(B)(6).

Event description:
It was reported that during use of this peripheral intravenous catheters, there was no back flow of blood after cannulation. The reported information indicated that multiple pricks were required for successful cannulation. No further adverse patient effects were reported.

Manufacturer narrative:
After review of this complaint, it was initially assessed as malfunction reportable. It's stated having had difficulty performing venipuncture due to a compromised insertion mechanism the risks of perforation of vessel, pain, phlebitis, and hematoma does not meet the definition of a reportable serious injury as there was no reported permanent impairment of a body function, or no intervention was required to preclude serious impairment. The reported no back flow of blood and multiple venipuncture attempts were required does not indicate that this would likely cause or contribute to a death or serious injury if the malfunction were to recur. This complaint was reported in error.